Manufacturer narrative:
Continuation of d10: product ID ped3-027-600-40 (b716111); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two pipelines failed to open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the petros segment. The max diameter was 10+mm, and the neck diameter was 5+mm. The landing zone was 5.27mm distal and 5.70mm proximal. The patient's vessel tortuosity was moderate. It was reported that the both devices they both would not open fully distally and in the middle segments of device around a curve. They tried all clinical techniques in trying to to open with no success. They started with a 6x40mm vantage first with no luck getting to open. The device was removed and they then tried a 5.5x30mm vantage, but still had the same issue. The doctor removed the second device as well and canceled the case. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a stryker cat 5 guide catheter, phenom 27 microcatheter, and synchro guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that both devices had been placed in a vessel bend/curve and failed to open. There was no damage seen to either device, and no cause for the event was determined.